Manufacturer narrative:
(B)(4). The device was received for evaluation. The device was removed from its packaging and visually inspected. Visual inspection revealed that there was a hole in the bag, near the catheter. The cause of the condition was determined to due to excess solvent between the catheter and the tube. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cystoflo drainage bag had a rupture. This was found before use. There was no patient involvement. No additional information is available.